Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be supraventricular tachycardia (svt). Technical services (ts) discussed programming options with the field representative. This crt-d remains in service. No additional adverse patient effects were reported.